Event description:
Patient had multiple revisions of left total hip replacement. Recovery complicated by recurrent and persistent infection. Hardware removed 8 months after placement. When removed the following was found during surgery: when hip joint was exposed and there was a large amount of brownish-appearing fluid. The femoral head was removed. The acetabular component was exposed. It was grossly loose and in a vertical position, along with its screws. This was removed easily. The superior augment was also grossly loose and this was removed. Two or three screws were still lodged in the pelvic bone. It was apparent that these had cut through the acetabular augment, which had two large defects within the middle related to this. These screws were removed. A long modular femoral stem was in place. The taper was disrupted in the usual manner and the proximal body was removed. Large trephines were then passed over the distal stem, which had been well fixed. The stem was ultimately able to be loosened and removed with a slap hammer. Post recovery from sugery patient discharged to rehab facility. Two months after surgery, patient experienced a fall at home which resulted in a fracture of the femur.